Event description:
It was reported that the pulse generator could not be in- terrogated. The device did not respond to a magnet. The patient's intrinsic rhythm was about 57 bpm. Polling of the device battery data returned the message - operation failed. The pulse generator was later replaced.